Event description:
It was reported that the insulin gauge displayed an amount different than expected during an earlier time of the day. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge to resolve the issue. The caller was instructed by technical support to call back for troubleshooting if the issue with the fill estimate occurs actively again, and the caller acknowledged this guidance.